Event description:
The manufacturer received information from a customer that a ventilator service required had displayed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. There was no serious patient harm or injury that occurred or was reported. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse and observed error code pressure sensor mismatch in the device¿s event log. The philips rse alleges there may be an issue with the flow sensor, system printed circuit assembly (pca), or debris in the flow path and would require further investigation. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.